Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor¿s power would not turn on. The issue occurred during preparation for use of an unspecified procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using a similar device.